Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of the shock impedance, to the point of being out of range. The device data was reviewed by technical services (ts) and the high out of range shock impedance was confirmed. It was also discussed that the shock impedance has been gradually increasing since 2015. The rest of the lead values are within normal limits and there is no noise observed in the electrogram (egm). Troubleshooting recommendations were provided by ts. The rv lead remains in service. No adverse patient effects.